Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to explant and replace the ipg. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she was unable to communicate with the ipg using the charging system. The patient does not recollect the last time the ipg was charged. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.